Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC line were leaking at the hub, needless access device (nad) changed several times, t-connector added. Line was leaking significantly.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: one faulty sample and sterile samples were received for analysis. The faulty sample was connected to a needle-free connector (not a vygon germany gmbh product). The catheter was successfully flushed with water, and no leakage was detected. Even when the catheter tube was clamped to increase pressure, or after removing the needle-free device (nfd), no leaks were observed. Therefore, we were unable to reproduce the issue described in the complaint and are unable to determine its cause. The customer is advised to direct this complaint to the manufacturer of the additional extension line. The customer also provided an image showing leakage either at the connection between the catheter's ll-hub and the needle-free device (a non-vygon germany gmbh product), or at the connection between the needle-free device and the additional extension line (also a non-vygon germany gmbh product). A review of the component batch history records was performed, and no deviations were found. The batches complied with their specifications and were released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. The ll-hubs are randomly tested in accordance with iso 80369-7. A 2-year review of vygon USA's complaint data shows three complaints for lot 24k011d related to leaking catheters, all originating from this facility. Investigations into all three complaints determined that the leaks were not caused by a manufacturing defect. Corrective action: based on the investigation the retuned catheter was successfully flushed with water, and no leakage was detected. Therefore, no further corrective action has been initiated by vygon germany's quality management at this time. This complaint should therefore be directed to the manufacturer of the additional extension line.

Event description:
PICC line were leaking at the hub, needless access device (nad) changed several times, t-connector added. Line was leaking significantly.